Event description:
It was determined that the wiring harness on the c-arm control panel needed to be reseated. Once this was completed the system was working as intended.

Manufacturer narrative:
As of today this investigation is still in progress and a follow up will be filed as needed.

Event description:
It was reported that the c-arm is continuing to rotate when the switch is released. No injury reported. A field engineer was dispatched to the site.